Event description:
A surgeon reports a capsular bag tear was identified following insertion of the intraocular lens (iol) in the bag the surgeon does not know if the tear occurred shortly after the nucleus aspiration or following injection of the iol. A vitrectomy was performed and the iol was removed. Enlargment of the incision and four sutures were required. Another lens model was placed in the sulcus. The pt's prognosis is good. No further intervention is planned.